Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event o peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there are no allegations of a device malfunction or deficiency or cycler set defect reported for this event. The patient reported breaking sterility by not utilizing his mask properly during set up of treatment causing a breach in aseptic technique. This is supported by the culture results of streptococcus mitis and streptococcus oralis, major components of the oral and phalangeal microbiota. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they sought medical intervention for an infection that was found. Since then they have been doing manual exchanges every night because they have been seeing discolored, orange effluent. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient had been experiencing difficulty in operating the liberty select cycler. The patient could not remember how to use the device. On (B)(6) 2020 the pd nurse went to the patient¿s home. During the visit it was noted that the patient had cloudy pd effluent. The patient did not report any additional symptoms. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency and duration not provided) for suspected peritonitis. The patient was diagnosed with peritonitis as the pd effluent culture resulted positive for streptococcus mitis and streptococcus oralis. The patient reported not utilizing their mask properly during treatment set-up. This was documented as the cause of the peritonitis. The patient did not require hospitalization and continues to complete treatment utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.